Event description:
Hcp reports the loss of efficacy with no delivery of drug which resulted in a "medical complication". The catheter tested o.k., however, it was reported the volume in the pump was higher than the programmer indicated. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is available.